Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the liner trial was fixed with the straight driver and the insert screw area was broken.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the reported fracture. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fracture occurred due to repeated loading cycles. No material or manufacturing defects were identified.

Event description:
It was reported that the liner trial was fixed with the straight driver and the insert screw area was broken.